Event description:
Novasure device being used when the error light stating "vacuum" alerted. Manufacturer's instructions were followed for reset for greater than 10 seconds of use. The device worked for only 12 seconds. The second attempt performed with the error light reappearing for "vacuum" alert and it only worked for 8 seconds. The device was removed and another device obtained. Technical support for novasure was contacted and stayed on the phone for the use of the second device. The second device worked as expected.